Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who stated that if she needed to turn up stimulation during the day, when she lays down on her back at night or lean on a hard chair, the stimulation gets strong. In order to resolve the issue, patient will turn it down if it gets too strong. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's backlight on their programmer (pp) was not coming on anymore, and it had been "acting a little weird" where the "battery that showed on there was not always the same that shows when I charge". The patient stated she could still see the screen, but it was hard to see what is on there. They mentioned sometimes at night when she rolled over the stimulation was too strong and she needed to turn it down, but it was hard to see the pp screen without the backlight on so she needed to turn the room light on. Patient services reviewed effect of positional movement and the patient confirmed turning down stimulation resolved it. They also stated that when they pressed and held pp power button, they were unsure if the screen backlight lit up due to the daylight. No out of box failure was reported. No further allegations/complications were reported.